Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an angiogram for a tevar, on the non-tevar side. Reportedly, when the proglide device was used there were sutures showing; hemostasis was not achieved. Two additional proglide devices were used with the same results. Hemostasis was achieved surgically. There were no adverse patient effects. There was a clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency. The other proglide devices referenced are filed on separate manufacturer report numbers.